Manufacturer narrative:
A supplemental report is being submitted for correction. Product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed motor start events recorded on (B)(6) 2024 at 10:43:18, 15:50:09, 15:50:42, 15:52:07, 15:52:31, 15:52:49, and 15:56:08, in which the motor start parameters were atypical. Review of the alarm log file revealed one (1) low flow alarm was logged on (B)(6) 2024 at 15:16:05. Log file analysis also revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2024 at 13:29:11, indicating a loss of power. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 40% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for five (5) minutes and fifty-five (55) seconds. No anomalies were recorded leading up the loss of power. In addition, log files revealed three (3) vad disconnect alarms were logged on (B)(6) 2024 at 13:18:22, and on (B)(6) 2024 at 07:13:39 and 07:13:42, indicating a physical disconnection of the driveline from the controller. The controller was powered down on (B)(6) 2024 at 13:18:23 and on (B)(6) 2024 at 13:39:46. As a result, the reported atypical motor start parameters, low flows, loss of power and vad disconnect alarms were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The first two (2) vad disconnect alarms can be attributed to troubleshooting while powering down the controller. The remaining vad disconnect alarm can be attributed to powering up the controller without the driveline cable connected. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the use of the controller with a motor fixture, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range and that the ventricular assist device (vad) exhibited low flows and a vad disconnect alarm. It was also reported that the controller exhibited an unexpected loss of power. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-jul-2024 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no h3: no h4: mfg date: 17-jul-2023 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the double disconnect most likely happened during testing procedures with the motor fixture.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.